Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use testing of the received air gas module has reproduced the described customer issue. Evaluation of the received device logs confirm the reported event. If this fault happens during ventilation, the patient may experience that flow and pressure could deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given failure during pressure transducer test is related to the nozzle unit in the air gas module.

Event description:
Manufacturer's ref # : 287209.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).